Event description:
The customer reported that the device locked up when hitting the charge button during the op check.

Manufacturer narrative:
The customer reported that the device locked up when hitting the charge button during the op check. The unit was evaluated at philips, and the symptom was verified. The processor pca was replaced to resolve the issue.